Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The pusher bar was not loading the clip. The instrument was disassembled for inspection of the internal components and no abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the clips were malformed. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.